Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a kink in the bd plastipak¿ hypodermic luer-lok¿ syringe barrel caused liquid to leak past the stopper during use. The following information was provided by the initial reporter: "in our order this week we received a box of 10ml syringes which are faulty (lot2110020). There is a kink in the barrel of the syringe, which then allows liquid to escape outwith the black plunger. Essentially, they cannot be used".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. H6: investigation summary: several samples were provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged, verifying the reported issue. A device history review was performed for reported lot 2110020, finding one annotation related to the alleged defect. During the marking process, it was identified the marking machine was periodically causing damage to the product as observed in the sample provided. A project was immediately initiated to resolve the issue, replacing parts within the marking machine and improved inspections were performed, as well as increasing inspection frequencies to better identify impacted product. Based on our investigation it was determined this incident is related to the issue identified during manufacturing, this sample not being properly identified and discarded.

Event description:
It was reported that a kink in the bd plastipak¿ hypodermic luer-lok¿ syringe barrel caused liquid to leak past the stopper during use. The following information was provided by the initial reporter: "in our order this week we received a box of 10ml syringes which are faulty (lot2110020). There is a kink in the barrel of the syringe, which then allows liquid to escape outwith the black plunger. Essentially, they cannot be used".